Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The customer stated that the drive support cap was normal. Displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.